Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) had intermittent issues with the spo2 numeric and/or waveforms not displaying. They use nellcor sensors, but they are unsure which model. The or department uses disposable probes. The bme tried a different trunk cable and a different sensor, but the issue persisted. They also tried reloading the settings and updating the software to no avail. They would like to send the unit in for an exchange. There were no reports of harm. Investigation summary: the reported issue could not be duplicated or confirmed. A definitive root cause could not be determined. Upon evaluation from the repair center, they found no anomalies with the unit. While testing the device they found no issue while testing the spo2 and nibp. The repair center suggested the root cause could have been caused by improper connection, probes or the brand of probes the customer was using. To resolve the issue an exchange unit was shipped to the customer. A serial number review of the reported device (model: bsm-1753a, serial 11501) does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to monitor and trend similar complaints. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: a2 - a6 b6 - b7 d10 attempt # 1: 04/19/2024 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 04/26/2024 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 05/03/2024 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following devices was used in conjunction with the bsm: cns: model #: ni serial #: ni device manufacturer data:ni unique identifier (UDI) #: ni returned to nihon kohden: not returned additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative **UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from bsm-1753a to life scope pt. D4 additional device information / model #: corrected the model # from bsm-1753a to bsm-1753. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k080342 to k220976. This is a correction to the suspect medical device involved in the reported event, applicable to the unique device identifier (UDI) information of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had intermittent issues with the spo2 numeric and/or waveforms not displaying. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had intermittent issues with the spo2 numeric and/or waveforms not displaying. They use nellcor sensors, but they are unsure which model. The or department uses disposable probes. The bme tried a different trunk cable and a different sensor, but the issue persisted. They also tried reloading the settings and updating the software to no avail. They would like to send the unit in for an exchange. There were no reports of harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: attempt # 1: 04/19/2024 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 04/26/2024 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 05/03/2024 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following devices was used in conjunction with the bsm: cns: model #: ni serial #: ni device manufacturer data:ni unique identifier (UDI) #: ni returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had intermittent issues with the spo2 numeric and/or waveforms not displaying. No patient harm was reported.